Event description:
The video system center was returned as part of the asset return process. During routine inspection of the device by olympus, error code b33 was produced due to a printed circuit board failure and the fan did not rotate due to a crack and fan motor not working. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process and the device evaluation found error code b33 was produced due to a printed circuit board failure, the fan did not rotate due to a crack, the fan motor was not working. In addition to the reportable malfunctions, the following were noted: the chassis was deformed and the power supply, bottom plate, and back panel were bent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (8) eight years since the subject device was manufactured. According to the results of the investigation, the following are likely to have caused the malfunction on the facts obtained, where it is presumed that the fan motor is not working due to a print board failure and a fan failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.